Manufacturer narrative:
The unit passed the basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were found. The unit had a cracked case at the display window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 453 mg/dl. The caller reported the alarm was resolved by a complete set change; however the alarms kept reoccurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.